Event description:
Patient had implant of a bifurcated device and proximal cuff. Angiogram revealed a proximal type I endoleak. The neck was post-dilated using a coda balloon. Another angiogram revealed a persistent type I endoleak. A second inflate with the coda balloon was done. A third angiogram revealed extravasation of the contrast. Note that there was some plaque on the right lateral wall of the aortic neck. A palmaz stent was used in an attempt to seal the perforation, however unsuccessful. The patient was converted to open repair. A graft was sewn in, however the physician was unable to gain control of the bleeding. The patient died in the or, cause of death was excessive blood loss.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Plaque in the pt's vessel and operational context contributed to the event.